Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with a blank screen. There was no reported patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of alarming with blank screen confirmed through power up test. Performed sensor calibration. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.